Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported being unable to insert a cartridge into the ilet because the connector would not lock into place with the cartridge inside the chamber. After replacing the luer connector, the user was able to secure it. No hospitalization, treatment, or long-term health effects were reported.